Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observations were due to a weakened header bond as the header of the device was loosely attached to the can. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on the right atrial and shock channels. No pacing inhibition or inappropriate therapy was observed. The physician believes there may be an issue with the header of the crt-d causing the reported clinical observations. Additional information provided from the field indicated surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.